Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report patient death that occurred on (B)(6) 2015. The patient's mother found the patient unconscious and not breathing. An ambulance was called and the patient was taken to the hospital. The patient had passed before the medics arrived and it was reported that there were no hypoglycemic or hyperglycemic events leading up the patient's death. There was no alleged device malfunction. A copy of the death certificate was provided and the official cause of death was end stage chronic obstructive lung disease. Type ii insulin dependent diabetes mellitus was listed as a condition leading to the cause of death. At the time of contact, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. The official cause of death was end stage chronic obstructive lung disease. Type ii insulin dependent diabetes mellitus was deemed a condition leading to the cause of death.